Event description:
Information received from the (B)(6) clinical database. Treatment of a large unruptured saccular aneurysm measuring 19mm x 8mm located in the p-comm (posterior communicating artery) segment of the left ica (internal carotid artery). It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2008 in which three pipelines [18mm x 3.75mm (qty.2); 12mm x 3.75mm] were implanted without issues. The patient experienced an intraparenchymal hemorrhage (ipsilateral intracranial hemorrhage) at the target lesion and expired two days later. The hemorrhage was likely related to an mca (middle cerebral artery) branch wire perforation, anticoagulation and antiplatelet treatment, but not related to the devices. Same event as mdrs: 2029214-2013-00787 and 2029214-2013-00788.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).